Manufacturer narrative:
Per the information obtained during the investigation, the end cap of the swivel adapter came unglued and fell out. There is no other available fastening mechanism to screw the end cap back onto the device. While the information pertaining to the lot and serial number of the swivel adapter and the tablebase respectively was not obtained, the age of the main cervical management unit that the swivel adapter is part of was found to be 10+ years (mfg date- 08/26/2010). The product design life is 10 years as per the owner's manual and hence the root cause of the end cap of the swivel adapter is suspected to be wear and tear/excessive use beyond the product lifetime.

Event description:
During a supine acdf procedure on a trios table, the locking knob of the swivel adapter that interfaces with the skull clamp was detached, causing the patient's head to drop a few inches on the imaging top pad. No injury reported to the patient. Neuromonitoring indicated everything was normal.

Event description:
During a supine acdf procedure on a trios table, the locking knob of the swivel adapter that interfaces with the skull clamp was detached, causing the patient's head to drop a few inches on the imaging top pad. No injury reported to the patient. Neuromonitoring indicated everything was normal.